Event description:
It was reported that, "the strikeplate on the end of the handle broke off when surgeon was going to remove the broach. No piece fell into the patient."

Manufacturer narrative:
Summary of evaluation: the investigation concluded that the root cause was design related. The position of the through hole, version holes and superior lightening hole do not discourage crack initiation and propagation. Device history review showed no reported discrepancies. Complaint history review indicated that from 2004 to (B)(4)-2010, for cat #: 1440-1400 there have been other reported events regarding distal cracking and strike plate fractures for straight rasp handles.